Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that on (B)(6) 2018, two (2) matrix long holding sleeves broke at the distal tip due to the patient¿s hard bone, during a posterior spinal fusion surgery. The surgeon was able to complete the procedure using an unknown short screw driver available in the set. There was no patient consequence reported related to the event and no surgical delay stated. This report is for a holding sleeve-long for matrix. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 03.632.036, synthes lot number: 9907548, supplier lot number: 9907548: release to warehouse date: 04-feb-2016, manufacturing site: synthes monument, supplier: (B)(4) , nemcomed: no non-conformance reports (ncrs) were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the matrix long holding sleeve (part # 03.632.036, lot # 9907548, mfg # 04-feb-2016) was inspected at us cq. Upon visual inspection, it was observed that the distal threaded portion of the holding sleeve that mates with the screw were broken. Broken thread portion was not returned. Matrix long holding sleeve shows signs of minimal wear and no other issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional inspection performed at the broken threaded portion measured the diameter and is within the specification per relevant drawing and per tolerance specified in iso 724. Document/specification review: relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Material/hardness review: during the cq investigation, the material review was performed, and the material was determined to be conforming at the time of manufacture. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces during usage at the time of surgery as the patient had high bone density. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.